Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. As reported by the field, during a coil embolization and after a pulserider implantation at the ba-tip with a transcell. The physician attempted to use the 2mm x 6cm galaxy g3 mini coil (glm920060, l16393) as the 8th coil after placement of seven galaxy g3 coils after the pulserider placement. The galaxy g3 coil was used according to the instructions for use (IFU), however, the coil was exposed from the middle of the introducer sheath during insertion into the exselsior sl10 microcatheter (mc). Another galaxy g3 coil from the same product number, different lot was used. The replacement was implanted successfully, and a total of eleven galaxy g3 coils were implanted to the target lesion, and the procedure was completed. There was no patient injury reported. The patient is good state post procedure. A continuous flush was done. The lesion was apex of basilar artery. Concomitant devices are a guiding catheter (6f shuttle sheath, benchmark), and an intermediate catheter (sofia flow, 6fr). Additional information received indicated that no resistance occurred during the procedure. It was not necessary to remove the microcatheter. The device was returned to cerenovus for further evaluation. A non-sterile galaxy g3 was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was found that the coil was protruding from the introducer. Also, it can be noted that the introducer has some damage on it. Further inspection under microscopic magnification revealed that the embolic coil was severely kinked, it remains attached to the resistance heat (rh). It was found that at the section where the coil was protruding, the introducer was found with a kinked condition. This damage seems to be secondary to the issue reported. The damaged conditions observed in the introducer could be related to the handling process of the device since this damage is not documented on the complaint. It is also possible that undue force might have inadvertently been applied resulting in the multiple damages found on the introducer. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. Coil kinking is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring kinking can occur during procedure handling where force may have been inadvertently applied. It is possible that force may have inadvertently been applied during the coil advanced into the microcatheter which resulted in the coil kinking. Based on the findings during the inspection, the customer complaint was confirmed, the multiple damages found in the device may be the result of the difficulties experienced while maneuvering the device. A manufacturing record evaluation was performed, and no non-conformance was found during the review. It should be noted that failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization and after a pulserider implantation at the ba-tip with a transcell. The physician attempted to use the 2mm x 6cm galaxy g3 mini coil (glm920060, l16393) as the 8th coil after placement of seven galaxy g3 coils after the pulserider placement. The galaxy g3 coil was used according to the instructions for use (IFU), however, the coil was exposed from the middle of the introducer sheath during insertion into the exselsior sl10 microcatheter (mc). Another galaxy g3 coil from the same product number, different lot was used. The replacement was implanted successfully, and a total of eleven galaxy g3 coils were implanted to the target lesion, and the procedure was completed. There was no patient injury reported. The patient is good state post procedure. A continuous flush was done. The lesion was apex of basilar artery. Concomitant devices are a guiding catheter (6f shuttle sheath, benchmark), and an intermediate catheter (sofia flow, 6fr). Additional information received indicated that no resistance occurred during the procedure. It was not necessary to remove the microcatheter. Based on the product analysis of the device received, the embolic coil was severely kinked.